Event description:
It was reported that there was a volume discrepancy in which the actual residual volume was less than the expected residual volume. The actual reservoir volume (arv) was almost zero and expected reservoir volume (erv) was about 11. It was unknown if there was a therapy or medical problem. The healthcare provider was concerned about potential pump overinfusion. The device was used to deliver baclofen. Symptoms, interventions, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11033r07, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_refillkit_acc, product type: accessory. (B)(4).

Event description:
Additional information received reported there were early refills with less than expected amount of baclofen left in the pump. The cause of the discrepancy was unknown, but it was noted that there was too little baclofen remaining. No troubleshooting, interventions or other actions were taken to mitigate or resolve the event. It was reported that the patient recovered without permanent impairment and noted that the patient had no symptoms. It was later reported that they believed the pump was dispensing lioresal because that was the only type of baclofen used at this facility. A manufacturer's representative was not certain when the discrepancy occurred, but believed it was around (B)(6) 2014. No diagnostics were performed, however, at the following refill there were no discrepancies noted and the plan was to continue to monitor at each refill. The manufacturer's representative suspected the cause may have been related to the refill needle, as the refill nurse told him a different, longer needle had been used. There was concern this may have caused the drug to leak, however nothing had been confirmed.